Event description:
A patient was burned to the posterior of the right forearm in the area of the elbow, during a scan. The patient had a torso scan and was positioned in the scanner with the arms above the head. In this position the patient's arms near elbows were contacting the bore of the magnet because no padding was used during the scan to prevent this contact. The operator's manual warns against this contact and also informs the operator that burns could be the result of this contact.